Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.